Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had earlier underwent a revision surgery for replacement of broken rods in (B)(6) 2014. Post this revision surgery, on an unknown date, the rod placed during the revision surgery was found broken due to unsuccessful bone union. Reportedly, hospitalization was required and revision surgery was scheduled for the second rod fracture on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.